Manufacturer narrative:
The failure investigation has been completed and the alleged unreadable and cracked/shattered/scratched touch screen issues were verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. He customer administered a bolus via the pump to address their bg level. The customer reverted to an alternate method in insulin therapy.